Event description:
Information received from user facility via service and repair regarding an event happened during servicing of the reported product. It was reported that, the outer tube was damaged, the tip lens was damaged, and the image was cloudy. There was no patient involved during this event, no further complications reported. Additional information received. The outer tube and distal lens are scratched, and the image is cloudy due to the scratches on the lens. No patient involved during this event. No further complications reported.

Manufacturer narrative:
Product analysis # (B)(4): product:9560100, item:10,lot no:1183184r: during the incoming inspection, it was confirmed that the outer tube was damaged, the tip lens was damaged, and the image was cloudy. G2: country of origin japan. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.